Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00355. 1. Section h. Box 6. Device code 1. Evaluation of the returned lantern confirmed a fracture and revealed a kink near the fracture. This damage typically occurs if the device is advanced against resistance during use. If the lantern is advanced against resistance, damage such as kinks and a subsequent fracture may occur. Further evaluation revealed ovalization on the catheter distal end, and the distal tip was deformed. This damage may have also occurred during advancement. Based on the reported event, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, while advancing the lantern over the guidewire to the target location, the lantern fractured at the proximal location. Therefore, the lantern was removed in its entirety. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.